Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent an anterior cervical interbody fusion (acif) surgery at level c5-6 and was implanted with the zero-p va system. It was the surgeon&#62688;first time using the implant and during the procedure the plate fell off the spacer. While the surgeon was implanting the device, she was moving the graft inserter up and down and noticed the plate was loose. The surgeon removed the graft inserter and the spacer was implanted however, the plate was detached. This event occurred prior to the screws being implanted. Another spacer was available for the surgeon to successfully complete the surgery. There was no surgical delay reported. There was no patient harm reported. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned zero-p va implant (04.647.128s, 9094876) is part of the zero-p va system and is a stand-alone implant for use in cervical interbody fusion which combines the functionality of a peek interbody spacer and the benefits of a plate which can be secured using variable angle screws. The complaint condition was confirmed as the returned implant was received in two pieces with the spacer separated from the plate. There was no sign of damage which would have contributed to the complaint condition. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. The returned implant was manufactured on august 14, 2014 and the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material review reports, non-conformance reports, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Using the information provided in the complaint description it is not possible to determine a definitive root cause for the complaint condition, however it was stated that the procedure was the surgeon¿s first time using the spacer and she noticed that the plate was loose when maneuvering the inserter. Additionally, it is stated in the zero-p va technique guide that osteophytes in the surgical site that prevent desired positioning of trial spacers are recommended to be removed before implant insertion. Two possible contributing factors which could have impacted the complaint condition include rough handling of the implant by the surgeon and/or attempted insertion of an implant into a surgical space which was unfit for spacer insertion, which could have placed undue stresses on the spacer/plate assembly and caused them to separate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: implant holder (part unknown, lot unknown, quantity: 1).